Event description:
New information indicated that during a routine generator change it was discovered the atrial lead was not placed in the device header properly, which could have contributed to the lead noise. Patient will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, noise oversensing was observed on the atrial lead. Auto mode switch (ams) was noted. The lead sensitivity was already set to max sensitivity. No intervention was performed. Patient was stable.

Manufacturer narrative:
Correction: model number, device manufacture date.